Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to an infection developed at the insertion site (leg) after wearing the pod between 36 and 48 hours. At the hospital, the patient was prescribed antibiotics (name unspecified) to be taken for 7 days.